Event description:
Baxter reported a spontaneous disconnection of the miniset from pd catheter titanium adapter. How long the set was in use is unk. The pt contracted peritonitis in 2005. The pt was given prophylactic (kefzol 1 gram) followed by vancomycin and tobramycin during the peritonitis episode. The pt recovered from the peritonitis according to baxter.

Event description:
The patient contracted peritonitis in 09/2005, not as reported in the event description on the initial medwatch as 11/20/2005.